Manufacturer narrative:
(B)(4). It was reported the patient recovered from the previously reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. On an unreported date, the patient received treatment with injection (inj) ceftazidime (dose, frequency, duration and route not reported) and inj cefazolin 250 mg in every bag (frequency and duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapies was not reported. No additional information is available.